Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support during drain 0 of 3 with an air detected in cassette alarm. The patient stated that their drain volume was 30 ml with an expected drain volume of 2000 ml. The patient reported that they were empty as they were in the hospital and they drained them prior to leaving. The technical support representative assisted the patient to bypass to fill 1, however, the patient encountered a make sure the hb is on the ht message. The patient lifted the heater bag (hb) and placed it back on the heater tray (ht) to resolve the issue. Upon follow up with the patient it was reported that they were able to complete peritoneal dialysis therapy. The patient was unable to provide details on the hospitalization, however stated that it was found that they had low potassium (hypokalemia). Upon further follow up with the patient¿s peritoneal dialysis nurse (pdrn), the pdrn stated that the patient was hospitalized from (B)(6) 2018 until (B)(6) 2018 and that the patient¿s hospitalization had nothing to do with the patient¿s peritoneal dialysis therapy. The patient¿s peritoneal dialysis therapy was continued throughout the patient¿s hospitalization. The patient has recovered from the event and is continuing their dialysis therapy without issue.

Manufacturer narrative:
Additional information: clinical investigation: there is a probable temporal relationship between the event of hypokalemia and patient¿s peritoneal dialysis (pd) therapy on the liberty cycler. Although the peritoneal dialysis nurse (pdrn) stated the hypokalemia was unrelated to the patient¿s pd therapy, hypokalemia is a known complication in peritoneal dialysis and pd therapy cannot be ruled out as a contributing factor of the patient event based on the limited details available. However, there is no documentation to show a causal relationship between the event of hypokalemia and the liberty cycler. Additionally, there is no reported allegation of a malfunction or deficiency against the liberty cycler. Based on the available information, a causal event of the hypokalemia and subsequent hospitalization cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.